Event description:
0605-pt initiated hemodialysis with a secure connection of dialysis lines to pt's access which was a subclavian catheter. 0630-pt care technician responded to a venous alarm condition on machine #11. Upon arrival to machine, pct noted a venous line disconnection from the subclavian catheter, without stoppage of the machine blood pump. Blood pump manually turned off and venous line clamped, event resulted in an approximate 250cc blood loss. Pt became lethargic with bp 74/46, blood returned with an extra 1000 cc nss infused. Pt became unresponsive and arrested. CPR initiated 911 called.